Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received stuck in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No delivery/occlusion alarms, insulin flow blocked alarms noted during testing. The power management graph was in specification. No unexpected failed battery test alarms noted during testing. No unexpected low battery alerts or pump error alarms noted during testing or in the insulin pump history file. Programmed a constant basal rate and monitored. The summary screen matches basal rate delivered; the basal feature functioned properly. No basal anomalies noted during testing. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had several insulin flow blocked alarms from the insulin pump. The customer stated they had tried all remedies. They also had failed battery alerts. Customer's blood glucose value was 290mg/dl. Customer was advised to revert to back up plan. Insulin pump will be returned for analysis.